Manufacturer narrative:
The investigation confirmed that (B)(6) vitros hbsag results for a proficiency sample were obtained while using the vitros eciq immunodiagnostic system. The proficiency report indicated that all 6 participating vitros laboratories reported discordant (B)(6) results for sample 9, indicating that the presence of an unknown sample interferent that affects the vitros hbsag assay is the most likely cause. There was no indication that the vitros eciq immunodiagnostic system or that the vitros hbsag reagent had contributed to the event. Patient samples were not known to have been affected. The investigation could not determine a definitive root cause.

Event description:
The customer obtained (B)(6) vitros hbsag results for a proficiency sample (sample 9 (B)(6)) while using vitros eciq immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to occur undetected with patient samples. Patient samples were not known to have been affected. There were no allegations of harm to patients as a result of this event. (B)(4).